Manufacturer narrative:
A bci field service engineer (fse) found no foam leaked from the tubing connectors. Fse replaced the: tubing and y-fitting connector. Vacuum reservoir float switch. Fse also observed a loose di water canister and tighten the canister.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to unicel dxc 600 pro synchron chemistry analyzer generated a low main vacuum error and no foam leaked from the hydro pneumatic area. No injury or exposure was reported.